Event description:
It was reported that a loss of atrial capture and sensing had been observed during follow-up. Fluoroscopic imaging confirmed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.